Event description:
I am writing to report a serious safety accident with an oxygen concentrator purchased on amazon and request your investigation and necessary action. I recently purchased an oxygen concentrator, link is https://www.amazon.com/dp/b094npr4nk. The seller claimed that the oxygen concentrator was suitable for vehicle use, but after less than 8 hours of use, the concentrator suddenly exploded, causing serious damage to my vehicle. This explosion incident has caused me great shock and economic losses. I have serious doubts about the quality and safety of the oxygen concentrator. I believe this is not just an isolated case, but there may also be situations where others face similar safety risks after purchasing this oxygen concentrator. As the FDA, you are responsible for ensuring that medical devices sold in the market comply with relevant safety standards and protect the rights of consumers. I request that you investigate this matter as soon as possible and take appropriate action to prevent similar safety accidents from happening again, ensuring the safety and health of consumers. I am willing to provide more detailed information and purchase vouchers to support your investigation work.